Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the common compute controller (ccc) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed, installed, programmed and tested on the dv5 in house golden system, with no issue, no errors triggered on startup. Run 5x power cycles with no failures and no errors triggered. This unit was idling for 1 hour in normal mode, with no issue and no errors triggered. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. Failure analysis concluded that no root cause could be attributed to this tower ccc cfg unit to the reported event.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer experienced a multitude of faults at start up. Technical support engineer (tse) had customer hard cycle and move fibers but issues persisted. Site did not have back up teal fiber cable to swap. The procedure was aborted to another dv system with no report of patient injury.